Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level wa 65 mg/dl. The customer was treated with food. The customer was admitted at (B)(6) hospital on (B)(6) 2015. The troubleshooting was performed. The customer was advised to speak with their healthcare provider. The customer was advised that the insulin pump will be replaced upon her request.